Event description:
The field engineer reported that the system displayed precharge voltage error messages. This error message will likely prevent the system from booting up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The battery pack was replaced. The system was then found to be operating as intended.